Event description:
It was reported, the patient's implantable neurostimulator (ins) was removed "due to previous infection." It was additionally reported that it "sounded like all implanted components had already been removed." It was unknown when the explant occurred. Additional information stated, the patient was "explanted due to infection" and was "scheduled for re-implant." It was later reported, the re-implant procedure was conducted on (B)(6) 2013. It was stated the patient was receiving "good" coverage post-operatively. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID: 3550-p4 lot# n326979, implanted: 2012 (B)(6), product type accessory product ID: 365538 lot# n320479, implanted: 2012 (B)(6), product type accessory product ID: 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID: 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID: 37754 lot# serial# (B)(4), product type recharger product ID: 37744 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).